Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 25 year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Initially, the left femoral artery was accessed but insertion was aborted and pre-closed. The impella cp was then successfully inserted in the right femoral artery. The patient had a severe turn in the aortic root causing the impella cannula to kink at the turn, this caused the impella to be removed. After being run at p1 in sterile water, the impella cp was re-inserted, and kinking was still present. However, the kinking was noted to be reduced when the pump was left deep. The patient later developed right leg ischemia due to small femoral vessels. Fem-fem bypass was not performed, however, the impella was explanted the following day due to small femoral vessels. The patient was stable without hemodynamic support.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.